Manufacturer narrative:
The reported was not duplicated. During functional inspection the service technician noted the handpiece performed within specifications. Upon disassembly for visual inspection the service technician observed no components that would cause or contribute to the reported failure. The device was serviced for preventative maintenance and returned to the customer.

Event description:
It was reported that during an extraction procedure at the user facility the core impaction drill was getting hot. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during an extraction procedure at the user facility the core impaction drill was getting hot. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.